Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Upon interrogation, the device was found to be in back up vvi. The patient previously had emi exposure from a medical procedure. A device download was performed and the device was restored to normal operation.